Manufacturer narrative:
(B)(4). The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. In regards to endoleaks and migration, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria; anatomical conditions; proper ballooning sites. The info provided indicates that the complaint was implanted to resolve migration of a pre-existing endograft of another manufacturer. This migration may have been due to stent fractures of the pre-existing graft. The info indicates that there was sufficient overlap between the renu extension and pre-existing endograft. No issues were documented at the 13 month f/u regarding separation, but it was noted that there was circumferential thrombus within both the renu main body extension and pre-existing graft. At 28 month f/u, it was reported that there was new separation of distal end of renu graft and pre-existing graft, resulting in a type iii endoleak. Without add'l info or images of the event, it is difficult to determine a root cause at this time. We will notify the appropriate personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and no add'l actions are required at this time.

Event description:
A CT scan completed 28 months post-procedure revealed a new separation of the distal end of the renu graft from the pre-existing graft of another manufacturer with a new type iii endoleak. No add'l info is available at this time. Pt outcome was not provided by reporter.